Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. During testing, at the user facility, the device passed testing and was returned to clinical use. (B) (4), (B) (4).

Event description:
The customer contact reported air in the tubing distal to the pump with no audible pump alarm. On an unspecified date and time, the pump was programmed to deliver 0.9% normal saline at a rate of 21ml/hr and the delivery was started. No further programming parameters were provided. At an unspecified time, the physician was talking with the pt and noted the "pump dripping and a puddle on the floor." The nurse was called to the room. The customer contact reported the collection bag was securely attached to the cassette; however, the collection bag was "very full". A small hole was also noted in the seam of the collection bag. It was reported that while replacing the collection bag, the nurse noted air in approx three quarters of the tubing, distal to the pump with no audible pump alarm. The nurse immediately powered off the pump. The customer contact reported that no air reached the pt. The device was removed from clinical service. Therapy was resumed using a replacement pump. No further medical interventions were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. During testing at the user facility, the device passed testing and was returned to clinical use. Though requested, no additional info was provided.